Manufacturer narrative:
An event regarding malposition involving a scorpio baseplate was reported. The event was confirmed by clinician report. Device evaluation and results: not performed as product remains implanted medical records received and evaluation: femoral component in too much flexion position in combination with a tibial baseplate in higher posterior slope position than optimal has contributed to post-cam impingement between tibial bearing post and femoral component contributing to a fatigue fracture of the post with progressive instability requiring revision. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. The indication for revision was provided as pain with instability. Clinician review of the records provided indicated: exact measurement of involved angles and slopes shows that the femoral component has been placed in 7° of flexion where the optimum is around 3°. Additionally baseplate slope is 5° which just by itself would still be okay for a ps type of knee although also here the optimum would be better a few degrees lower, around some 3°. The differences for each side are not big but they add up to some 6° which becomes quite significant. Femoral component in too much flexion position in combination with a tibial baseplate in higher posterior slope position than optimal has contributed to post-cam impingement between tibial bearing post and femoral component contributing to a fatigue fracture of the post with progressive instability requiring revision. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends. Not returned.

Event description:
It was reported that patient's right knee was revised due to instability. Surgeon reported that patient's knee was hyper-extending and revised to a thicker poly. Intra-operatively, the poly post was found to have sheared off. Update: review of the clinician¿s report on (B)(6) 2018, indicated: "femoral component in too much flexion position., tibial baseplate posterior slope is higher than optimal."